Event description:
It was reported that a patient using a dexcom g7 continuous glucose monitor (cgm) with the ilet experienced a lack of cgm readings after starting a new sensor, which followed difficulty locating the original sensor code and subsequent use of a new sensor and pairing code entry. Symptoms included no physiological symptoms. Outcomes included no reported clinical impact, no alerts, and no hospitalization. User support included device troubleshooting and user education, including reentry of the pairing code and guidance to allow the sensor to complete pairing. Investigation of this case revealed that the device experienced signal loss or pairing difficulty that resolved after the user reentered the pairing code, consistent with intermittent connectivity or setup issues. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup leading to temporary signal loss.

Manufacturer narrative:
Initial.